Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer would "overtemp sometimes". No adverse effects were reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good physical condition. It was then powered on and all alarms sounded. The back cover was then removed for further investigation; a crack in the return tube was noted which had leaked water damaging multiple internal components. This confirms the reported customer complaint. The return tube was replaced, and device then passed all functional and electrical testing. The problem source has been determined to be the design of the return tube.